Manufacturer narrative:
Estimated date. The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The ht command guide wire referenced is being filed under a separate medwatch report number. "Peripheral guide wire post market clinical follow up report."na

Event description:
It was reported through a peripheral guide wire post market clinical follow up report identifying ht command and ht supracore guide wires that may be related to the following: vessel dissection and embolism. Details are listed in the attached article, titled ¿peripheral guide wire post market clinical follow up report."

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Product performance engineering reviewed the reported information; however, the device was not returned for evaluation. The lot history record or similar incident query for this product/lot was not reviewed since the part and lot numbers were not reported. The reported patient effects of dissection and embolism are listed in instructions for use hi-torque supra core 35, ce/FDA instructions for use as a known patient effects of the procedure. The reported patient effects appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.